Manufacturer narrative:
Findings: motor error alarm during occlusion test and unable to prime during prime/a33 test due to faulty fsr(gold). Motor passed motor test. Pump had cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 94 mg/dl. The customer stated that there is no significant events leading to the alarm. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.